Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's husband reported that for the last four days prior to this report, the patient had high blood glucose level and self-treated it with multiple daily injection. The patient went to the hospital with diabetes ketoacidosis overnight. The patient stated that set was leaking at the quick release as it was not tightly connected, and this issue occurred with three sets. They noticed a crack in the quick release. Reportedly, the pump was not dropped with set in place. The patient was hospitalized for more than 3 days. No further information available.